Manufacturer narrative:
The insulin pump passed unexpected restart test. No unexpected error alarm noted during testing or after battery change. The device passed self test and no unexpected external ram crc error alarms noted. The device had cracked reservoir tube lip.

Event description:
The customer reported the insulin pump alarming a121 and a117 after battery changes. The customer reported a blood glucose value of 53 mg/dl, and treating with glucose tablets. The customer was advised to monitor the insulin pump while awaiting a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)